Event description:
Further follow-up revealed that the pt's gastro-intestinal problems were less severed after the vns device was turned off. No other action is planned at this time.

Event description:
Further follow-up revealed that the pt's device was programmed off. Neurologist indicated that the pt's gastro-intestinal problems have abated since programming the device to off. Neurologist also reported that the pt is currently "relatively" stable. Review of manufacturing records for the pulse generator revealed no anomalies that would adversely affect device performance.

Event description:
Rptr indicated that a pt that has had a vns system for quite a while (implant date unk) began experiencing gastro-intestinal problems. It was reported that the pt began vomitting. The generator was inactivated and the vomitting resolved. The cause of this event is unk at this time due to the lack of info provided by the rptr. Event is currently under investigation.